Event description:
It was reported that the pt expired. The cause of death was unk. The reporter indicated that the cause of death was not device related. Additional information has been requested from the hcp, but was not available as of the date of this report. The drug concentration and daily dose were not reported.